Event description:
Healthcare professional reported that there was a frayed area of cloth noted on the stent post. This was noted after the serial number i.d. Tag had been removed. No attempts were made to implant the valve and it was returned for analysis.